Event description:
Per impact adverse event report, this lead exhibited loss of capture and remains implanted as a shock only lead. A setrox s 60, (B)(4), was implanted and used to pace and sense in the right ventricle. Should additional information become available, this event will be updated.